Manufacturer narrative:
A boston scientific representative advised the hospital to bring the patient back for further review and for induction testing to test the circuit and lead integrity. At this time, this rv lead remains implanted and in service. No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with a shock impedance measurement above 125 ohms. The shock impedance measurements have ranged between 90 to 105 ohms at previous patient follow ups. All parameters on the associated implantable cardioverter defibrillator (ICD) and all rv lead measurements were stable and within normal limits. No noise was noted on the electrocardiograms and no events have been stored in the ICD's arrhythmia logbook. In addition, no induction testing was performed during the follow up to ascertain the true shock impedance measurement. No adverse patient effects were reported.